Event description:
The customer complained that the valve isn't longer adjustable, thus they explanted it. Further details follow

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be followed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 200mmh2o. The valve was visually inspected: a cut in the silicone housing was noted, this could be due to a sharp object coming into contact with the silicone housing. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve could not be irrigated due to the damaged silicone housing. The valve was leak tested. The valve leaked from the cut in the silicone housing. The valve was retested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 200mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3100, with lot cjhb4r, conformed to the specifications when released to stock on the 12th july 2008. The root causes of the programming problem is due to biological debris, this was found on the on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.